Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 1100 mg/dl. The customer stated that he was very ill and faded in and out of consciousness. He was treated with an insulin drip, and he was not wearing the insulin pump at the time of the 911 call. He noted that the infusion set had come off in the morning, but he did not realize this until later. His wife stated that his heart rate was high. He stated that the insulin pump was not delivering insulin, and they were unable to lower his blood glucose with manual injections. Upon troubleshooting, it was found that the insulin pump was working as designed and passed the high pressure test. A bent infusion set cannula was found upon removal. Several no delivery alarms were found in the device history. His wife stated several infusion set and site changes did not resolve the issues. Advised replacement of the device per request. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self, alarm error, displacement and basic occlusion tests. Failure analysis was unable to prime the unit during the prime test due to a faulty force sensor resistor (gold). The occlusion test and excessive no delivery test could not be performed due to the prime anomaly. The device was received with a cracked case at the display window corners and with a minor scratched lcd window.